Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 480 mg/dl at the time of incident. Customer was treated with bolus. Customer¿s other blood glucose levels were 83 mg/dl, 239 mg/dl and 278 mg/dl. Customer also reported that the insulin pump had bolus not delivered. Customer did not allege insulin pump was under delivering. Customer also reported that the insulin exited at the quick release. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.